Event description:
Pt was being evaluated in the ER for chest pain and tightness and sob. Heparin (25,000 units in 250cc) was started at 900 units/hr (9 cc/hr) on an infusion pump at in 2003. Pt was transported for a CT of the chest. When the CT was completed and the pt returned to ER the infusion bag was empty. The pump settings were verified and it remained set at 9cc/hr with 231 ml left to infuse. The CT tech was called and reported leakage from the first injection port ot the IV tubing and a large amount of fluid was found on the floor. Upon examination, a visible defect was found at the first injection port of the tubing (the port between the infusion bag and the insertion site of the pump). The rubber injection port appears to be rotated 45 degrees with gaps on both sides where fluid could be leaked.